Event description:
It was reported that the patient was hospitalized due to pocket stimulation, and the atrial lead exhibited low impedances and unipolar impedances that were higher than bipolar impedances. The lead was reprogrammed. It was further reported that both the atrial and ventricular leads exhibited a trend of decreasing/low impedances, and noise and oversensing were seen. Lead warnings triggered for both leads, the atrial lead exhibited a loss of capture, and the ventricular lead exhibited high thresholds. An insulation failure was suspected. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.